Manufacturer narrative:
(B)(4).

Event description:
Consumer states that the front bristle keeps falling off their brush heads.

Manufacturer narrative:
Manufacture date updated because product was returned.